Event description:
Urological and gynecological. According to the reporter: the patient underwent a posterior repair procedure for treatment of pelvic organ prolapse. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00049 (avaulta posterior biosynthetic support system).